Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient and manufacturing representative (rep) regarding the patient's implantable neurostimulator (ins). Information was reported that the patient was in a bad car accident a few months ago and is now getting "zapping" sensation when he uses his ins. The rep will be meeting with the patient today. The rep is getting to troubleshoot and perform an impedance check. No further complications were reported. No additional patient symptoms were reported.